Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. The device was returned to the biomedical department for a report of a defective plug. No specific information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.